Manufacturer narrative:
The customer has been provided with a replacement lid. The customer's device was not returned to stryker for evaluation. A cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon further investigation it was found that device was missing the magnetic pin in the lid. It was also found that that after the device lid and the battery were replaced, the device was not detecting the lid opening and closing again. In this state the device will not turn on automatically which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon further investigation it was found that device was missing the magnetic pin in the lid. It was also found that after the device lid and the battery were replaced, the device was not detecting the lid opening and closing again. In this state the device will not turn on automatically which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.